Manufacturer narrative:
This record was identified, to be a duplicate of the event reported in MFR report number 1218950-2023-00545.

Event description:
The customer reported that the patient's rhythm had a nine second pause and a pacer not pacing alarm was generated. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer referenced a prior case, it is likely this report is a duplicate of the event reported in MFR report number 1218950-2023-00545; however. This has not been confirmed at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.